Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no damage was observed. During testing, the down arrow and contrast keypad buttons were found to be intermittently unresponsive and required multiple button presses with increased force to elicit a response; the up arrow and ok keypad buttons responded appropriately. There was evidence of contamination found under all key contacts.

Event description:
On (B)(6) 2012, the distributor contacted animas, alleging the down arrow keypad button was unresponsive. No other information is available at this time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).